Event description:
It was reported that cartridge alarm 20 occurred on pump and caller had experienced cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump with an alternate method if needed, and technical support arranged shipment of replacement pump.